Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with scratched case, minor scratched lcd window and cracked select button keypad overlay.

Event description:
The customer reported via phone call that they experienced high blood glucose and alleging the insulin pump was not delivering insulin properly. Customer also reported getting insulin flow blocked alarm multiple times. The customer¿s blood glucose level was ranging from 319 mg/dl to 425 mg/dl at the time of incident. Customer's blood glucose was 276 mg/dl at the time of the call. The customer was treated with syringes. The customer did not report any symptoms related to high blood glucose level. During troubleshooting, customer stated that the insulin exited the insulin pump at the quick release. The device will be returned for analysis.